Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they had since january been very sick with esbl pneumonia, and they had urinary symptoms, urgency frequency and the pain. They had IV antibiotics, the infection went away from antibiotics, but the infection goes back just weeks after, which had been going on for 4 months. The patient was concerned that there might be infection that was on the leads. The patient also stated that they could almost tell when the ins was not working because their symptoms come back. The patient also mentioned that sometimes, when they went to the bathroom, they felt like almost a painful numbness in both their hands. The agent reviewed possible end of service (eos) and ins battery longevity. The agent also emailed the rep and provided the national answering service (nas) number to have their ins checked. The agent documented reported events.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1jgyg); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.